Event description:
It was reported that the 6.0x100mm supera self-expanding stent system (sess) was advanced and the stent was implanted; however, during removal of the sess, the nosecone separated. A second stent was used and clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that during device withdrawal interaction with the anatomy and/or other devices (such as tip catching on the deployed stent during withdrawal) resulted in the reported tip material separation/noted inner member and tip jacket separations; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There were noted multiple bends and kink on the shaft that likely occurred due to handling or during packing for return analysis. The treatment appears to be related to the operational context of the procedure as a second stent was used and clinically significant delay was noted. There is no indication of a product quality issue with respect to manufacture, design or labeling.